Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error and no delivery alert. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.